Event description:
It was reported that the pump declared an altitude alarm 21, leading to a high blood glucose level, with the specific value not provided. To address the elevated blood glucose, the customer administered a corrective injection using an alternative method, but did not require third-party assistance for this action. The pump was operating within its validated altitude range, and currently, the customer¿s insulin delivery remains suspended due to the altitude alarm condition. No additional troubleshooting was conducted as the caller was away from the patient and declined further investigation.